Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak and has been inadvertently damaged during residual gas analysis. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user can no longer hear using the device. The hearing performance had been good previously.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cannot hear anymore with the device. The hearing performance was good before the event occurred.